Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Endologix became aware on (B)(6) 2018 that the patient experienced back pain and was presented with a type 3b endoleak in the main body at the aortic bifurcation. The patient underwent a secondary procedure on (B)(6) 2018 and physician relined the device and resolved the endoleak. As of the date of this report, the patient is doing well, no additional patient sequelae reported and the patient will continue to be monitored.